Manufacturer narrative:
Investigation conclusion: tested 3x retained devices with sars positive standard. All devices yielded valid and accurate sars positive results at the 15 minute result read time. Root cause: could not duplicate with returns. Source: phone.

Event description:
Alleged false negative result for 1 out of 34 patients. Symptomatic patient. No confirmatory testing completed.